Manufacturer narrative:
Citation: pavithran s et al. Stent angioplasty of narrowed right ventricular outflow conduits and pulmonary arteries consistently reduces right ventricular systolic pressures and delays subsequent surgeries. Indian heart j. 2018 nov - dec; 70 (6): 879-886. Doi: 10.10 16/j.ihj.2018.04.010. Epub 2018 apr 24. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the safety and efficacy of conduit and pulmonary artery stenting in reducing elevated right ventricle pressures in patients with obstructed outflow tracts in addition to analyzing the need, frequency and indications for surgical reinterventions in their mid-term follow-up. All data were collected from a single center between 2008 and 2017. The study population included 60 patients, 1 of which was implanted with a medtronic contegra valved conduit (serial number not provided). Among all patients, it was reported that one patient died due to candida endocarditis (unrelated to procedure) and one other patient died due to sepsis and multi-organ dysfunction. Based on the available information, medtronic product did not cause or contribute to these deaths. For the contegra patient (identified in table 1 as no. 34; age 10 years; weight 23 kg), adverse events included: conduit or main pulmonary artery stenosis requiring stenting (indications for stenting were noted to be symptomatic patient, right ventricle systolic pressures more than two-third systemic pressures, systemic venous congestion due to right ventricle dysfunction, distal conduit or pulmonary artery stenosis associated with dilatation of proximal conduit or right ventricle outflow tract with attendant risk of increasing pulmonary regurgitation). Multiple manufacturers were noted in the literature; however, based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.